Event description:
It was reported while using the bd phoenix ast broth 4.5 ml a patient sample had an invalid result due to the product being mix with another within the shelf packaging. All of the patient testing needed to be repeated. No health impact or consequence reported. Report 16 of 21.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : this complaint is for mixed components of phoenix ast broth tubes (catalog number 246011) batch number 4165109. The customer did not provide returns but provided a photo for the investigation. The photo shows a phoenix ast broth carton with batch number present, with two different tubes within. This complaint is confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix ast broth 4.5 ml a patient sample had an invalid result due to the product being mix with another within the shelf packaging. All of the patient testing needed to be repeated. No health impact or consequence reported. Report 16 of 21.